Event description:
The st. Jude medical representative phone to request analysis of egms displaying noise. It was reported that the noise was reproduced with extensive pocket manipulation. Technical services discussed that the noise could be related to an insulation breach or a loose set screw. Technical services recommended performing additional positional and isometric testing. The st. Jude medical representative later reported that the noise was due to a loose set screw on the ventricular sense/pace lead. The case was clinically resolved by opening the pocket and re-seating the setscrew.

Manufacturer narrative:
This report in its entirety was completely solely by st. Jude medical, inc. Crmd.